Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered diaphragmatic nerve paralysis. Diaphragmatic nerve paralysis was confirmed during right atrium (ra) ablation. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is not related with the bwi product. The patient outcome of the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. The generator used in the case was a smartablate. Since the event is life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure., it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-mar-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30656678l, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).